Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4704 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4704 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("embedded in the left cornue is a gray metalic coill") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of fatigue, irregular periods, narcolepsy, rheumatoid arthritis, uterus enlarged, menorrhagia, hypertension, parity 2, cataplexy and surgery (¿ arthrotomy/explore/treat knee joint ¿ hysteroscpy tubal occlusion w/implnt). Previously administered products included: amphetamine, acetaminophen, motrin ib, oxycodone and marijuana. Concurrent conditions were listed as pelvic pain female, abdominal bloating, period pains, bleeding genital and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3974 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology case: diagnoses and clinical information pelvic pain in female menorrhagia with regular cycle specimen: uterus w/bilateral fallopian tubes, uterus, cervix, bilateral fallopian tubes, and bilateral essure coils. Pathologic diagnosis uterus, cervix, bilateral fallopian tubes and bilateral essure coils: -endometrium with metaplastic changes, negative for malignancy. -cervix with nabothian cysts. -leiomyomas. -fallopian tubes negative for malignancy. -coils; gross examination only. Gross description:sections reveal tan-pink rubbery myometrium (averaging 2.4 cm thickness) with a wellcircumscribed, posterior intramural whorled nodule (1 cm greatest dimension) and embedded in the left cornu is a gray metallic coil. Additionally received is a gray metallic coil (3.5 cm in length x 0.2 cm in diameter), 2 extended spiraled silver wires (22.1 and 9.1 cm in length, each 0.1 cm in diameter) with scant attached tan soft tissue and a purple to redtan segment of fimbriated fallopian tube (3 cm in length x 0.7 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received .medical history & lab data added including pathology test . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.